Event description:
The patient was implanted with a pisces quad using the titan anchor. The rep reported the pt fell in the shower after scs system placement and the lead migrated. The pt verbalized many complaints and the physician decided to explant the unit. The pt underwent surgery to remove the system. There was no injury to the pt; the pt recovered without sequela. The product was returned for analysis.

Manufacturer narrative:
Final accessory device analysis results reveal the anchor unit has separated; the titanium insert (stiffener) is separated from the silicone portion of the lead anchor. The ipg, lead and extension were rec'd for analysis; all were found functionally acceptable.